Manufacturer narrative:
E1: initial reporter phone no. :(B)(6). The device was received for evaluation. During functional testing, no animation when loading was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose upper link screw as the cause. Link and link switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of animation when loading. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.